Manufacturer narrative:
Follow-up # 1 date of submission 08/30/2011 device evaluation: the pump has been returned and evaluated by product analysis on 08/09/2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow and down arrow keypad buttons are intermittently responsive and do not have normal spring back. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. Reportedly, the down button is not responding. The issue was not resolved with training. There was no evidence of product misuse. The animas product is being returned for investigation. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. No conclusions can be made at this time. (B)(6).